Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product implanted in patient.

Event description:
It was reported that during a surgical procedure, the bone cement migrated outside the vertebral body causing an extravasation event. It was also reported that the event caused a change to the surgical procedure to remove the migrated cement. It was further reported that the event contributed to a 120 minute delay. It was also reported that there was no adverse consequences to the patient as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product implanted in patient.

Event description:
It was reported that during a surgical procedure, the bone cement migrated outside the vertebral body causing an extravasation event. It was also reported that the event caused a change to the surgical procedure to remove the migrated cement. It was further reported that the event contributed to a 120 minute delay. It was also reported that there was no adverse consequences to the patient as a result of this event. It was further reported that the procedure was completed successfully.